Event description:
It was reported that the remote user interface joystick on the 9900 system would not respond. Also the printer had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface joystick was replaced and the printer was cleaned during the service call. The system was tested and found to be working as intended, and put back into service.